Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal and external inspection was performed and no issues were noted. Functional and electrical testing were performed and found no issues. Calibration and simulated therapy were performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could not be verified through the device evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced pain in their left side that irradiated to the left shoulder while connected to the pd cycler however the patient continued therapy, but with pain. The next day, the patient was hospitalized for the event. Treatment for the event was not reported. The following day, the patient was discharged and pd therapy was started 24 hours later without any events or pain. No additional information is available.